Manufacturer narrative:
H6: investigation summary a complaint of a set separating below the hub was received from the customer. No product or photo was returned by the customer. The customer complaint of separation - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5301-c lot number 22099283 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector experienced component separation below the hub. The following information was provided by the initial reporter: "one literally fall off below the hub."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector experienced component separation below the hub. The following information was provided by the initial reporter: "one literally fall off below the hub."